Manufacturer narrative:
Other, other text: one device was received and visual inspection found damage to the cuff. The most probable root cause is related to damage that occurred during insertion, either from instrumentation or patient teeth. The device was leaking due to the damage, and in its condition would not pass through manufacturing processing. Additionally, according to the instructions for use (B)(6) rev.100: warnings, section 4.1. Both the tracheal and bronchial cuff inflation systems should be tested for function and leaks before intubation. Cuff leaks that are detected immediately following tube placement are usually due to cuff nicks from teeth or instrumentation during intubation. True cuff leaks may require reintubation and placement of a new endobronchial tube. A review of the DHR did not find any deviations or issues noted during manufacture- all required inspections were completed prior to release.

Event description:
It was reported that during use, the cuff was found damaged and leaking. No patient injury. No additional information is available for this complaint.